Manufacturer narrative:
Customer reported that a pyxis anesthesia es system disconnected from the network during a procedure. Customer stated the procedure was a heart catheterization. Customer reported that there was a delay to access medication but was not able to provide the length of delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and identified dns errors. A field service engineer was dispatched on work order 01121053 and the aio was replaced.

Event description:
Customer reported that a pyxis anesthesia es system disconnected from the network during a procedure. Customer stated the procedure was a heart catheterization. Customer reported that there was a delay to access medication but was not able to provide the length of delay. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional information: h6 annex b and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-feb-2021 to 08- feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device got disconnected from the network during procedure. A field service engineer tested network cables and found that the issue was due to aio failure. Replaced the aio hardware to resolve the issue based on the workorder 01121053. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis anesthesia es system disconnected from the network during a heart catheterization. The customer stated that the system appears to be plugged into power and network but is not connecting. Customer reported that there was a delay to access medication but was not able to provide the length of delay. Patient or user harm was not reported.